Event description:
Event description guidant received information that during pre-implant testing of this boxed implantable cardioverter defibrillator (ICD), a manual capacitor reformation was performed with a battery voltage of 2.97 volts and a charge time of 12.5 seconds. The labeled battery voltage is 3.25 volts. The device was not implanted and was returned to guidant for analysis.